Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: b5, d8, d9, d10, h2, h3, h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken cable and cracked cover glass a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a broken video cable resulted in a defective shutter. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found at the beginning of a micro-incision cataract surgery. The procedure was completed with a similar device.

Event description:
It was reported the telescope had a blurred image. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. No information available for the occupation of the initial reporter or whether they are a healthcare professional.